Manufacturer narrative:
(B)(4). Section g4: the rt212 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt212 breathing circuit was returned to fisher & paykel healthcare in new zealand where it was visually inspected and leak tested. Results: visual inspection of the returned device confirmed no notable damage to any part of the breathing circuit. Leak testing confirmed that the circuit was out of specification. Further investigation identified that the leak was coming through the a bulge in the bowl of the water trap, affecting the seal between the lid and the bowl. Conclusion: the reported leak was confirmed to be due to an assembly error. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. The user instructions that accompany the rt212 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt212 adult single heated breathing circuit failed the ventilator leak test prior to patient use. An air leak from the water trap area was identified. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt212 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt212 adult single heated breathing circuit failed the ventilator leak test prior to patient use. An air leak from the water trap area was identified. There was no patient involvement.